Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, ce eluting coronary stent systems (eccs) instructions for use, as a known patient effect(s). A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified proximal left anterior descending artery that was 90% stenosed. The patient presented with angina; therefore, an unspecified 2.0 x 12 mm semi-compliant balloon catheter was used for pre-dilatation. A 2.5 x 38 mm xience xpedition stent delivery system was then implanted at 16 atmospheres. A proximal edge dissection was then noted post implantation; therefore, an unspecified xience xpedition stent was implanted to treat the dissection. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.